Event description:
It was reported that the user inserted the 4-lumen catheter without problems. While giving catecholamin via the distal lumen, there occurred a bolus application and a circuit instability. The catheter had to be changed and with the second catheter there were no more complications. The user checked the used catheter and detected that there was an internal contact between the medial and distal lumen, because the colored fluid which was given via the medial lumen came out of the distal lumen. There were no pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.